Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that our evaluation of the unit confirmed defib disabled - error 76. As a result, the pace/defib (pd) engine was replaced to remedy the problem. Evaluation of the pd engine observed the issue and found a connector detached from the board soldering. How it became detached could not be determined. No emerging trend based on similar reports

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.